Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history

Event description:
It was reported that the patient experienced discomfort, described as heating, when the therapy is turned on. As a result, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was replaced with a new model. Effective therapy was restored post operatively.